Event description:
It was reported that during a lobectomy, on the second firing after replacing the cartridge, the knob got loose. The device delivered malformed staples at second firing, and the staple line leaked from the bronchus. The procedure was completed by additional suture. There was no pt consequence.